Manufacturer narrative:
Expiration date unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients eye. The reporter indicated at one day post-op, the intraocular pressure (iop) was 50mmhg. The patient was prescribed diamox and timolol with pressure of 14 to 17mmhg and the pis were enlarged. Later that same day, the pressure was normal (17mmhg) and the angles were opened. The lens remained implanted. Additional information has been requested but none has been forthcoming.